Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer dropped the pump resulting in a damaged cartridge. Customer's blood glucose was 110 mg/dl. Reportedly, an alternate cartridge was loaded to resolve the issue.